Event description:
Navigation system cannot work in connection with the other equipment after zhiem c arm repair. This report reflects information received by FDA of a form of a notification per 803.22 (b)(2).